Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled. The 75% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was selected for use. However, during insertion into the 4fr sheath, resistance was felt and the procedure was prolonged. The procedure was cancelled when the device was removed.